Event description:
It was reported, the patient had the pump replaced due to longevity and the patient¿s spouse had questions about what type of baclofen the replacement pump was filled with. The reporter had contacted the hcp¿s office however, was still waiting for the hcp to call back. The patient also had been experiencing constant spasms since 3 weeks post replacement. The patient¿s new healthcare provider (previous physicians had retired) met with a manufacturer representative on (B)(6) 2014 and wanted to learn how to refill the pump. At that time the device specifications and catheter length were checked the pump was used to deliver baclofen. Additional information later reported, the patient had continued to complain of tightness. The patient was scheduled to see the hcp in the next few days to have their catheter checked. Additional information reported that the patient felt that there was something wrong with their pump or else the catheter came out of place. The patient was told all along that the catheter was fine by the physician. Every time the patient went into the doctor's office, the patient had their pump increased. The patient went in "(B)(6)" to have their pump increased. The patient also met with the manufacture representative's supervisor on "8/4" for an adjustment as well. It was reported that at the end "of mary" the patient was on oral baclofen as needed. The patient was taking the oral baclofen if they had spasms; some days the patient did not have any. It was noted if "they were severe" the patient would take 10mg. On a rare occasion 20mg, sometimes twice a day and sometimes the patient would take "1/4 of the 20mg pill." The more oral baclofen the patient took the more difficulty the patient had with swallowing safely. The medication very drastically compromised the patient's ability to cough. The patient also took "valium 10mg 2-3 times" and sometimes, the patient still had break through spasms. It as noted when the spasms affected the patient's chest wall they requested the pump to be increased again. The patient had fragile lungs. It was noted that the patient had had pneumonia 1-2 times, had a gj tube placed and had been sent to a hospital in (B)(6) for pneumonia.

Manufacturer narrative:
Product ID 8711, lot# j0058116r, implanted: 2001 (B)(6); product type catheter. (B)(4).